Manufacturer narrative:
(B)(4). One sample device was returned. The original packaging was not returned with the device. The sample was received with the thumb valve in the depressed (open) position. The valve can be manually pulled up and it was remain up, but when depressed and released it does not return to the up (closed) position. No resistance was felt when depressing the valve. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers).

Event description:
It was reported that after a few hours in use, the thumb valve became stuck in the down position and would not return to the up position. There was no reported patient injury. Additional information had been requested but not yet received.